Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to intraparenchymal hemorrhage, stroke of unknown cause. There were no changes to patient condition or anticoagulation status that may have contributed. Their international normalized ratio was 1.7. The patient had symptoms of right facial droop, right upper and right lower extremity weakness. Computed tomography (CT) was done which showed a large left frontoparietal intraventricular hemorrhage with subfalcine herniation. Per the neurosurgery team, the patient was not a candidate for any surgical intervention. As the hemorrhage extended beyond the cerebral aqueduct into 3rd and 4th ventricles which could not be accessed surgically. The neurosurgery team then explained to the family that the patient was to continue to be optimized medically to decompress brain, but the intraventricular hemorrhage was to likely continue to expand and be terminal. The patient was transferred to the intensive care unit prior to the event for respiratory distress and requiring bronchoscopy and intubation. The death was not considered to be device or therapy related. The device reportedly operated as expected. An autopsy was not performed, and the device was not explanted.